Event description:
The customer reported via phone call that the insulin pump alarmed an error for the fourth time in the last three weeks. The alarm indicated that a serial peripheral interface to motor programmable integrated circuit experienced a communication error. The customer's most recent blood glucose was 144 mg/dl. The customer stated that he was sitting at his desk when the alarm occurred. He noted that the alarm recurred a second time when he was trying rewind after the first occurrence. The customer was advised to clear the alarm using the esc and act buttons, disconnect, and remove the reservoir from the insulin pump. He was advised to do the rewind process again. He was unable to exit the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored for two days, no a39 alarms were noted. The insulin pump passed self test and displacement test. The insulin pump was received with cracked case at the display window corner, battery tube threads and with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.